Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the left external iliac artery, resistance was met between the palmaz and the guidewire. Devices were fixed and the palmaz could not be further advanced resulting in retrieval of both devices and loosing the target site. The product was prepared and clinically used as per the instruction for use (IFU). The vessel had severe calcification, moderate tortuosity and 100% stenosis. The guidewire was inserted across the lesion via the sheath introducer without any difficulty. The lesion was predilated. The palmaz was advanced over the guidewire, however, resistance was met between both devices. Devices were fixed and the palmaz could not be further advance resulting in simultaneously withdrawing both devices and loosing the target site. Upon removal, it was noticed that the tip of the catheter was frayed. Another stent was used to complete the procedure. There was no adverse consequence to the pt. This product will not be returned for evaluation and testing. Add'l info will be sent within 30 days upon receipt.